Event description:
It was reported that the patient was unable to make adjustment with the antenna attached. The patient was on program 2 at 1.5v but when her daughter turned her up 1 notch it was very painful and the patient experienced shocking. It was noted that at 1.5v the patient¿s toes curled and she had myopathy in her feet and the vibration made them curl and was painful. The patient¿s symptoms were still better at night, but the urgency was back. The patient was on program 3 at 2.2v and was comfortable standing and sitting. The patient planned to leave it at that setting for a few days and see if it helped with the symptom control. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va07bnk, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported at the time of report, the patient had been going to the bathroom every two hours and was leaking more than ever in their life. The patient stated, the implant was the worse thing ever. Reportedly, the patient was not feeling stimulation and prior to implant the patient would go 18 times, now they go 16 times, but the worst thing was they were leaking constantly. It was stated, the patient's private area felt numb. It was reported, the patient felt a shock the day of report and their implant site was stinging, hurting, and the scar was red, but not around it. The patient communicated with their implant and it was stated, the patient was at 2.2 volts and the implant was off. Reportedly, the patient thought the device had been off for one month. The patient's implant was turned back on and the patient was feeling a fluttering stimulation in the vagina or rectum area, so the voltage was turned down to 2.0 volts.